Manufacturer narrative:
(B)(4).

Event description:
New information received states another instance of post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made during the device check.

Event description:
It was reported that when an asymptomatic patient presented in clinic follow up, the device exhibited post paced t wave oversensing on the ventricular lead. The device was reprogrammed and remains implanted.